Manufacturer narrative:
This report is submitted on may 15, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced device extrusion and wound breakdown at the magnet site and subsequently was hospitalised in (B)(6) 2019 for IV antibiotics.